Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/30/2023, it was reported by a sales representative via sems-06070664 that an ar-9297-15 augmented glenoid angled reamer sleeve would not allow the inner sleeve to fit down the inner shaft. This occurred during an arthroplasty tsa eclipse on (B)(6) 2023 when it would get hung up and, therefore, would not spin/ream properly.